Event description:
It was reported that the patient was having an increase in seizures which were above pre-vns baseline. The patient's neurologist feels that the patient's increase in seizures is due to possible generator end of service. It is unknown when the increase in seizures began as the patient resides in a group home and they don't have a lot of information regarding seizure activity. Attempts for further information have been unsuccessful to date.